Event description:
Per the clinic, the patient experienced infection at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2012. There are no plans to reimplant as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's record, the patient was reimplanted with a new device on (B)(6), 2013.this report is filed (B)(4), 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.